Event description:
According to the report, the device powers on/off by itself. No pt involvement reported with this event.

Manufacturer narrative:
Physio-control evaluated the device and observed that it would power down by itself occasionally. Physio replaced the system/memory pcb's assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the replaced assembly and could not replicate the reported malfunction and root cause could not be determined.